Event description:
The patient was admitted on (B)(6) 2009 to treat a lesion located in the mid left anterior descending. The lesion had 99% stenosis and was de novo and slightly tortuous. A guiding catheter was engaged and a guide wire crossed the lesion. Intravascular ultrasound and pre-dilation with a balloon catheter were conducted. Then a 2.5 x 23mm cypher was delivered to the target lesion, but the physician felt slight friction within the guiding catheter. When the cypher was delivered to the target lesion and inflated up to 3atm, the balloon ruptured. It was noted that the stent was slightly inflated (details unknown). Rupture was confirmed by contrast media leakage under coronary angiography. Therefore, the cypher was retrieved as a single unit from the patient and 2.5 x 24mm taxus was implanted at the target lesion instead. The procedure was finished successfully. There was no patient injury reported.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt. This (B)(4) cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent.